Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation :other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, pelvic pain and perforation to be related to essure. The reporter commented: previously noted insertion date: 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated. Event injury was updated to chronic pelvic pain. Following events were added: perforation other, dysmenorrhea (cramping), abdominal pain and headaches. Reporter information updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.